Event description:
Falsely elevated ctni result were reported on two patients by the laboratory. First patient - first sample was negative. Second sample was above the cutoff limits for the diagnosis of ami (0.6 - 1.5ng/ml). Third sample was below the ami cutoff limits. The second draw was questioned and retested. Result below the ami cutoff limits. The customer did not provide additional information. Second patient - first sample was <0.03ng/ml. Second sample tested after six hours resulting in 12.0 ng/ml. Third sample tested after four hours resulting in <0.03 ng/ml. The second draw was retested resulting in <0.03ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result.